Event description:
It was reported that vessel dissection occurred. The 99% stenosed target lesion was located in the moderately tortuous and non-calcified proximal left anterior descending artery. Following adequate balloon dilatation, a 20 x 3.00 promus elite drug-eluting stent was advanced and deployed; however, a distal edge dissection was noted. Another synergy stent was deployed and completed the procedure. No patient complications were reported and the patient status was stable.

Event description:
It was reported that vessel dissection occurred. The 99% stenosed target lesion was located in the moderately tortuous and non-calcified proximal left anterior descending artery. Following adequate balloon dilatation, a 20 x 3.00 promus elite drug-eluting stent was advanced and deployed; however, a distal edge dissection was noted. Another synergy stent was deployed and completed the procedure. No patient complications were reported and the patient status was stable. It was further reported that a 1.5 x 10 mm balloon catheter was used for pre-dilatation. The stent was fully deployed at 16 atmospheres with no issues. A 3.5 x 12mm balloon catheter was used to post-dilate the stent and was inflated at 17 atmospheres. The physician believed that the cause of dissection might be the distal lesion. The dissection was flow limiting type iii. The current condition and prognosis of patient were good.

Manufacturer narrative:
Describe event or problem- updated.

Manufacturer narrative:
E1: initial reporter facility name: corrected.

Event description:
It was reported that vessel dissection occurred. The 99% stenosed target lesion was located in the moderately tortuous and non-calcified proximal left anterior descending artery. Following adequate balloon dilatation, a 20 x 3.00 promus elite drug-eluting stent was advanced and deployed; however, a distal edge dissection was noted. Another synergy stent was deployed and completed the procedure. No patient complications were reported and the patient status was stable. It was further reported that a 1.5 x 10 mm balloon catheter was used for pre-dilatation. The stent was fully deployed at 16 atmospheres with no issues. A 3.5 x 12mm balloon catheter was used to post-dilate the stent and was inflated at 17 atmospheres. The physician believed that the cause of dissection might be the distal lesion. The dissection was flow limiting type iii. The current condition and prognosis of patient were good.